Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The collimator was replaced and the system calibrated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system has a malfunctioning collimator. All collimator blades do not open and close properly. There was no reported adverse pt involvement.